Event description:
As reported by the patient¿s attorney, an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-15186) and an uphold vaginal support system (MFR report #3005099803-2013-15185) were implanted into the patient on (B)(6), 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician completed the procedure: (B)(6).